Manufacturer narrative:
Additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the burr device would not lock on the attachment device. There were no delays in the surgical procedure as identical spare device was available for use. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: corrected data: the date of this report and date received by manufacturer were documented as (B)(6) 2015 in the initial report. The date of this report has been updated as (B)(6) 2015. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. The burr lock mechanism assembly was disassembled and a buildup of medical debris and detergent residue were observed. It was determined that the cause for not securing a cutter was due to debris and residue preventing the lock tabs from moving into place. The assignable root cause was due to improper cleaning as cleaning, sterilization, and/or maintenance procedures were not followed as per directions for use, which is user error / abuse and possibly misuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.